Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic right upper lobe resection, during the firing process, the nail cartridge loaded on the handle made a "click, click" sound. The device was not able to fire. Another handle was used with the same reload to resolve the issue. There was no patient injury.